Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. The insertion needle was not returned with the enlite sensor analysis is unable to confirm this complaint. Unable to confirm adhesive anomaly due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that he has been getting sensor discrepancies. He indicated that his sensor reading was 72 mg/dl but that blood glucose was 192 mg/dl. Customer was treating based on sensor readings and the insulin pump was going to threshold suspend. Customer was advised how to use sensors and that additional sensors would be provided to him.